Event description:
Caller alleged discrepant inratio results compared to the laboratory results. Results as follows: date: (B)(6) 2012, inratio inr: 7.3, laboratory inr: 3.2. Nurse called to report discrepant results, but did not have any additional info.

Manufacturer narrative:
Investigation pending.